Event description:
Reportedly, the device was implanted in 2007 and explanted in 2008 for unknown reasons. The device was replaced with a 6900p25mm valve. The device was discarded and unavailable for return. Information learned from japan implant patient registry. No further information provided.

Manufacturer narrative:
Other: device not returned.